Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported communication errors were not reproduced and could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during maintenance at the facility, in a non-clinical setting, the flex deflectable videoscope exhibited a communication error(s) e226 and e231. There was no harm reported as a result of the event.

Manufacturer narrative:
Updated fields: h4 - device mfg date, h11 additional mfg narrative

Event description:
No additional information received from the customer.